Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the formula was not infusing. She states that the feeding bag was still full at the end of the feeding when it alarmed dose done. During a follow up call from mmdg the initial reporter stated that they were able to trouble shoot the problem by adding water to the formula being used or by changing the set. (B)(4).